Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not boot up to a screen where software selection could be made. Programmer¿s display constantly showed a blank screen. When an external monitor was connected to programmer information could be seen. Lvds (low voltage differential signaling printed circuit board assembly and display connections were loose. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose. Upper case was dented and cracked and may have been making the opening of the display difficult. (B)(4).

Event description:
It was reported software was unable to be loaded to select screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.